Event description:
Ous MDR - it was reported that the patient was admitted to the clinic about 2 weeks after the implantation. The reason was a shock delivery due to artifacts in the right-ventricular channel. A revision was performed on 25 november. Three days later, artifacts were again detected. In addition, loss of capture was observed in the right ventricle. The lead was explanted and replaced during a subsequent revision.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. There were no indications of a material defect or manufacturing error.